Event description:
Connection issues associated with the atrial channel during the implantation procedure; therefore the device was not implanted. It was reported that the physician used a st jude screwdriver to unscrew the atrial setscrew, which was attached to the tip of the screwdriver upon removal. Another pacemaker was subsequently implanted. The physician has watched the lead connection video posted on the company website, but the recommended methods were not applied.

Manufacturer narrative:
On (B) (6) 2010, this event concerns a device that was mfg and used outside the united states. Analysis is pending.